Manufacturer narrative:
Date sent to the FDA: 01/21/2021. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? 45 years old, other information is unobtainable. Was the suture removed three days after initial procedure? If no, please specify. ---yes what was used for re-suturing? Na. What is the patient¿s current status? He patient's wound healed well and the patient has been discharged from the hospital. No additional information can be provided. Once there is any update, we will update the information. The following information was requested, but unavailable: what was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to initial surgical procedure (B)(6) 2020? Did the patient receive any prophylactic antibiotics pre- or intra operation? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was the wound re-sutured? If yes, when? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to this event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). The device history records reviewed, and no issue found. Additional information was requested, and the following was obtained: was any surgical intervention performed specially re-suturing? Explain---removal of the suture and washing the wound with normal saline were given. Then dressing was changed daily to promote wound healing, and penicillin 8 million units of injection was given intravenously once daily. The wound healed 4 days later. Name of the procedure--debridement and suture of ankle trauma was the prescription medication administered to treat post-op inflammation? Please specify. Please refer to the information above. No additional information can be provided. The following information was requested, but unavailable: were there any alleged deficiencies noted with the device that could have contributed to the patient¿s post-operative complications as mentioned in the event description? Were there any treatments given to the patient were prescribed or just routine cleaning? Was dehiscence noted.

Event description:
It was reported that the patient underwent a debridement of ankle trauma procedure on (B)(6) 2020 and the suture was used during skin closure. The patient experienced post-op inflammation with erythema three days after the procedure. The removal of the suture, cleaning/washing wound with normal saline and dressing change daily were given to the patient. Besides, anti-inflammation treatment was given daily. It was also reported that dressing was changed daily to promote wound healing, and penicillin 8 million units of injection was given intravenously once daily. The wound healed well four days later and the patient was discharged from the hospital. No further information available.